Event description:
It was reported that the air in-line alarm error continued to occur even after sufficient priming. They were unable to perform accuracy and psi testing. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 7/14/2025. One device was received for analysis with complaint that the air in-line alarm error continued to occur even after sufficient priming. Review of service history found no service record for the last 12 months. Review of event log found air in line detected alarm. Visual and functional testing was performed. Found defective air detector and downstream occlusion (dso) sensor. The probable cause of the reported error is the defective air detector. Replaced air detector to resolve report error. Also replaced dso sensor. This device passed all functional tests after the repair.